Event description:
During a laparoscopic tubal ligation procedure, the o-ring from the gasket/seal separated from the housing and fell off into the pt. The piece was retrieved with no pt consequence. The case was completed with another device of the same product code.